Event description:
In 2008, the lay pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultra mini meter displayed the apply sample message. The medical affairs specialist (mas) was unable to speak with the mother to obtain add'l info. The mas listened to the recorded call to lfs to obtain add'l info included in the incident description. The mother said the pt, who is a child, came to the school nurse at 11:00 am on the same day feeling shaky before lunch. Info was not provided as to whether the pt had attempted to test with the reported prod before she felt shaky. A blood glucose reading of 62 mg/dl was obtained while the child was with the school nurse,. It was not clear whether the 62 mg/dl reading was obtained on the reported meter on another meter. Info was not provided regarding treatment administered after the 62 mg/dl reading was obtained. The nurse was apparently unable to obtain subsequent readings on the reported meter. The mother brought another meter to the school. The mother said that one hr later (12:00 pm) a reading of 178 mg/dl was obtained on the other meter. The mother said she was preparing to give the pt 9 units of humalog insulin as a correction dose as she spoke with lfs customer care advocate (cca). The mother described using correct testing technique; however, the meter continued to prompt the apply sample message when blood was applied to the test strip. The pt's prods were replaced. The complaint is reported because the pt's mother alleges the lfs prod displayed the apply sample and the pt experienced shakiness, a symptom that can be associated with severe hypoglycemia. It was not clear if the pt was able to obtain a reading on the prod prior to feeling shaky.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.